Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of a cerebral aneurysm. It was reported that the pipeline flex was deployed. At deployment, the whole system was straight, but the braid did not open on the distal end. The device was resheathed several times; the distal end still did not open. The pipeline flex was removed from the patient. After removal, it was noted that the distal end was twisted and still not fully open. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient was undergoing flow diversion treatment of a left, internal carotid artery (ica) aneurysm. Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. After removal of the pipeline flex, the procedure was complete using new devices.

Manufacturer narrative:
Device evaluation the pipeline flex braid was returned for evaluation. The pipeline flex pushwire was not returned; the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully open with slight fraying. No other anomalies were observed. Based on the customer's photos, the report of pipeline flex failure to open on the distal end was confirmed. However, based on the analysis findings, the event cause could not be confirmed as both ends of the returned pipeline flex braid were found fully open. It is possible that the patient's moderate vessel tortuosity and damage to the braid contributed to the failure to open issue. The damage to the braid is possibly the result of the physician re-sheathing the device more than the recommended two times. The pipeline flex instructions for use (IFU) states, "re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot entail cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.